Event description:
It was reported the customer's screen went blank after replacing their battery. The customer stated the screen was black for two minutes after the battery replacement. Customer stated their battery compartment was not damaged. Customer's blood glucose was 250 mg/dl. The customer was advised to call back if the issue persists. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.